Manufacturer narrative:
Conclusion of cer 105867: the investigation showed the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent-asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent-asv mode.

Event description:
The following was reported to hamilton medical ag: reportedly, the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black.

Manufacturer narrative:
Conclusion of cer (B)(4). Hamilton medical ag intiated the investigation.

Event description:
The following was reported to hamilton medical ag: reportedly, the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black.